Manufacturer narrative:
The liner would not seat in the shell. After repeated attempts, the surgeon elected to use a different liner. Examination of the reported device finds multiple locations that are damaged. Locations found damaged were outer diameter, inner diameter and multiple ards. All non-damaged areas were measured and found to be within tolerance. A search of the complaints databases identified no other reports against the product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. At this time no corrective action will be taken as a result of this complaint for this product. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The liner would not seat in the shell. After repeated attempts, the surgeon elected to use a different liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).